Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 49 mg/dl. The customer also experiences blood glucose level, such as 66 mg/dl, 104 mg/dl, 131 mg/dl, and receives an alert on high blood glucose was when he was 265 mg/dl. The customer treated with the honey, apple juice, and jelly. Customer decline to troubleshooting. The insulin pump will not be returned for analysis.